Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5108805/5114333.

Event description:
It was reported that the patients lead have pulled back and it was also noted it had lost its coverage. The patient underwent lead replacement procedure and the explanted device components were discarded.